Event description:
The facility representative reported a colleague infusion pump with a damaged battery. The event was reported to have occurred upon power up. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a malfunction of "battery damage" was not confirmed or reproduced during product evaluation. The root cause was not identified. No assignable cause could be provided for this condition and no repair was necessary. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006. Should additional information become available, a follow-up medwatch will be submitted.